Event description:
It was reported that the device was implanted and explanted in 2008, (same day), due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.